Manufacturer narrative:
Additional information.

Event description:
It was reported that in revision surgery: autologous bones were inserted on anterior side (decompression might have been conducted also). Doctor's comment: as the patient did not come to the hospital after the initial surgery, it is unknown when refracture and screw back-out occurred.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2014, the patient underwent plf at th11-l1 levels for compression fracture due to osteoporosis. On unknown date post-op, it was found that t12 was collapsed again and screw at t11 had also backed-out. Revision was scheduled on (B)(6) 2015.